Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw0892 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (regw0892) have been reported from the same facility.

Event description:
It was reported by the customer that "when placing the probe cover on the probe, there is a small hole that gel comes through when placing the rubber bands around the probe. This has happened four times now. Had to replace prove cover and sterile gloves before moving forward with PICC" this report addresses the second device.